Event description:
The patient's omnipod 5 personal diabetes manager was reported to smoke at the charging port when plugged in for charging. The patient's mother verified that an insulet supplied charging cable is being used for the device. The device has been replaced.

Manufacturer narrative:
The device has been received and investigation is pending, a supplemental report will be submitted with the investigation results once investigation is completed. We are unable to confirm the cause of the reported thermal event. The reported device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#91127 was implemented. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - operating system n5004l-am-q-mv01602-06-01.06 cloud - hardware n5004l cloud - cgm sensor type g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The user reported that the controller was smoking from the controller charging port when plugged in. The physical controller was returned, however, the adapter and charging cable were not returned. Initial inspection of the charging port found debris in the charging port. The extent of debris in the charging port made it hard to tell if there was thermal damage to the connector. The screen was also noted to be cracked. Adb testing did not find the cracks to impact controller functionality. Upon attempting to remove the back cover it was noted that the cover felt slightly adhered to the controller. Following removal of the back cover it was noted that a sticky substance was observed on the sides and back of the controller. A portion of a black/silver metallic film was observed to be torn from the back cover and stuck to the back of the controller. The inner back cover was removed. No evidence of fluid ingress was observed. The controller was plugged in and was able to charge, however, the usb-c connector was loose/did not fit securely in the port/had to be manipulated positionally to power the controller. No smoke or increase in temperature was observed when the controller was plugged in. The controller was able to charge to 100% without heating up or smoking. Inspection of the log files show that the battery temperature stayed within operating temperature during use. No indication of the controller getting hot or having exposure to thermal energy was observed in the log files. No clear evidence of thermal damage was observed, but it couldn't be determined if the controller was smoking or if the debris/residue contributed to the reported smoking.